Event description:
A 3.0mm diameter x 15mm length ave micro stent ii was inserted into the right coronary artery, after an unsuccessful attempt was made with a 24mm length ave micro stent ii. It was not possible to cross the target lesion, therefore, the stent and delivery sys were pulled back and the stent dislodged from the stent delivery sys. The physician followed the instructions for removal of an undeployted stent. The stent was successfully snared from the pt and another stent was placed to treat the target lesion, successfully. There was no add'l clinical sequelae reported relative to the event.